Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump customer declined to provide how long loss of connection appeared. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.